Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor printed circuit assembly board was replaced to address the issue. After replacing the part on the device, the repair and run-in tests were performed, along with the battery and check valves. The device was found operational, and it was cleaned. Additional findings not related to the malfunction/issue.